Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 35.5 cm distal to the is4 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The conductor coil was found fractured 44.5 cm distal to the is4 connector pin, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lv impedance intermittent >3000 ohms paired with crt pacing interrupt episodes showing noise signals (oversensing) on the lv channel, resulting in reduced biv pacing; the system got extracted and was replaced by a new one.

Manufacturer narrative:
Combination product: yes.